Event description:
It was reported that patients ipg was no longer functioning. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately september of 2023 from date manufacturer was made aware.